Event description:
An optometrist reported that at one day post lasik the pt was diagnosed with trace dlk (diffuse lamellar keratitis). The steroid drops were increased in frequency. At one week post lasik, the dlk had resolved and the uncorrected va was 20/15.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).